Manufacturer narrative:
UDI for gore® excluder® iliac branch component (B)(4). UDI for gore® excluder® internal iliac component (B)(4). UDI for gore® excluder® contralateral leg component (B)(4). UDI for gore® excluder® contralateral leg component (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. The devices were discarded at the facility and are therefore not available for investigation. Please note: this report is associated with MFR report # 2953161-2018-00076.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an isolated aneurysm of the right common iliac artery in the absence of an abdominal aortic aneurysm. The patient was therefore treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. On (B)(6) 2018, computed tomography imaging identified an infection around the iliac branch endoprostheses. An abscess is held responsible for having spread the bacterial infection to the pelvic region. There was no infection known to have existed in the area of treatment prior to device implant. On (B)(6) 2018, all gore® excluder endoprostheses were reported to have been explanted due to the infection. On (B)(6) 2018, it was reported that the patient has died. The exact date and cause of death are currently unknown.

Manufacturer narrative:
Changed type of reportable event. Please note: this report is associated with MFR report # 2953161-2018-00076.

Event description:
On (B)(6) 2018, all gore® excluder endoprostheses were reported to have been explanted due to the infection. The next day, on (B)(6) 2018, the patient reportedly expired. As a complication in the aftermath of the explant procedure, the combination of severe sepsis and hypotension was thought to be the probable cause of death.

Manufacturer narrative:
Adverse event or problem: outcomes attributed to adverse event: corrected selection. Date of death: added date. Please note: this report is associated with MFR report # 2953161-2018-00076.